Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was reading inaccurately high compared to her feelings. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter issue began approximately 3/4 months prior to contacting lifescan. The patient is on insulin pump therapy. The patient alleged that she was obtaining inaccurate high readings compared to her feelings. Lifescan does not consider this to be a valid comparison. The patient reported that she would test her blood glucose (an example of "200 mg/dl" was provided; inaccurately high compared to her feelings) and administer the correct dose of insulin based on her calorie intake and the meter reading. The patient then stated that she would retest approximately 20 minutes - 1 hour later and her blood glucose readings would be higher (an example of "230 mg/dl" was given). In response to the alleged meter issue, the patient stated that she increased her insulin dose appropriate to the readings and reduced her food intake. The patient stated that her blood glucose would drop too low and that she had developed the symptoms of "shakiness" and " headache". There was no mention of medical treatment/intervention received for these symptoms. In november, because of the alleged meter issue, the patient attended an endocrinologist, where she had blood taken. On (B)(6) 2016 at 9.30 am, the patient re-attended the endocrinologist for follow up. He increased the patients insulin (humalog) dose to 100mg. During this visit, the patients blood glucose was measured on the endocrinologists meter with a reading of 80 mg/dl.during troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.